Event description:
It was reported that the tl400 light source in the rubina 4k fluorescence system installed in (B)(6) 2025 automatically entered standby mode during the operation, which seriously affected the surgical operation. The received information indicates there was a surgical prolongation of less than 15 minutes. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).